Event description:
Account is experiencing discrepant reuslts for albumin and calcium pt results. The incorrect results were not used to guide pt therapy. The filed service rep was unable to determine a cause for the discrepant values.